Manufacturer narrative:
(B)(4): (epithelial ingrowth). Evaluation: distributor field service specialist (dfss) checked system (B)(4) 2011. Pockel cell in amplifier was replaced, amplifier was aligned and compressor was optimized (not related to epithelial ingrowth). System re-checked 1 week after and remain stable. On (B)(6) 2011, the patient bcva is 6/6 following flap lift and wash ((B)(6) 2011). Dfss confirmed there are no environmental issues at this clinic and is confident temperature and humidity had been stable. Unknown if patient have pre-existing conditions. Surgeon has been using system since 2007. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Account reported on (B)(4) 2011 that they experienced difficult flap lifts during surgery on (B)(6) 2011. On follow up visit, patient had epithelial cell ingrowth in both eyes and had a flap lift and wash on (B)(6) 2011.